Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced memory loss, a loss of consciousness, and severe hypoglycemia symptoms. The customer was unable to self-treat and had contact with the emergency services. The ambulance obtained an unspecified blood glucose result on an hcp meter. The ambulance provided orange juice for the diagnosis of hypoglycemia, and a glucose shot was administered by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.